Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone at 15 mg/day via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the hcp wanted to do a rotor study because beginning about 6 months ago, he was getting about 2 ml more out of the pump than expected. The patient was doing okay, but he had her up to 15 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.